Event description:
A (B)(4) distributor returned a charger/modem alleging that it failed to power on normally. The charger/modem was replaced.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (does not power on) has been confirmed. As received, the charger/modem would not power on. Upon eval, the power supply unit was defective. The cause of the inability to power on is the defective power unit. The root cause of the defective power supply unit cannot be positively identified. No adverse event resulted from the defective power supply unit. The pt received a replacement battery charger.